Manufacturer narrative:
Engineering evaluation: the event is already included in the label pertinent to galderma's hyaluronic acid based fillers. No corrective/preventive action is needed.. Manufacturer narrative: unspecified ha-filler, trending on lot number or batch record review could not be performed. Pharmacovigilance comment: a causal relation between the event and the treatment with the ha-filler seems possible. The injection technique or the injection procedure per se may have contributed to the event. The case has been assessed to fulfill the seriousness criteria for reporting to competent authority due to the intervention. In the follow-up information obtained on 02-feb-2017 is was stated that the brand of ha filler is still unknown, however it has been confirmed that the product used was not restylane lido or restylane perlane lido. The company's initial assessment of the case remains. Distribution comment: the case has been assessed to fulfill the seriousness criteria for reporting to competent authority.

Event description:
This literature case, (B)(4), follow-up information was received on 02-feb-2017 from the physician (one of the authors of the previous literature report): although the name of the product used was still unknown, it was confirmed that the product was not restylane lido or restylane perlane lido marketed by galderma.

Manufacturer narrative:
Engineering evaluation: the event is already included in the label pertinent to galderma's hyaluronic acid based fillers. No corrective/preventive action is needed. Manufacturer narrative: unspecified ha-filler, trending on lot number or batch record review could not be performed. Pharmacovigilance comment: a causal relation between the event and the treatment with the ha-filler seems possible. The injection technique or the injection procedure per se may have contributed to the event. The case has been assessed to fulfill the seriousness criteria for reporting to competent authority due to the intervention. Distribution comment: the case has been assessed to fulfill the seriousness criteria for reporting to competent authority.

Event description:
This literature case, (B)(4), received on 15-nov-2016 describes the following case: the course of embolism after hyaluronic acid injection: thirty minutes after the injection to the nasolabial folds, the patient's pallor turned dark purple. Twenty-four hours after the injection, macular redness was noted. One month after the injection, the patient recovered. Treatment: broad injection of hyaluronidase at 1500 u and drip infusion of prostaglandin e1 (pge1) preparation were given, and the affected site was warmed and massaged.